Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed a precision run and determined the results were unacceptable. The fse observed micro-bubbles in the tubing connected to the main pipettor. The precision and wash valve components were cleaned, and the precision and wash pump seals and belts were replaced. A visual inspection of the main pipettor did not indicate any abnormalities, however; this component was proactively replaced. System performance was verified after the repairs were completed. All verification testing passed within published instrument and assay performance specifications. The fse returned three (3) days later and also proactively replaced the wash pump. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. All mdrs associated with this event: 2122870-2015-00812, 2122870-2015-00813.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for two (2) patients. The sample from the first patient (designated as patient one (1)) was reanalyzed using the same access 2 immunoassay system and an abbott architect, and lower results were obtained. The customer stated the non-reproducible access accutni+3 results were reported from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. MDR 2122870-2015-00813 will address the non-reproducible access accutni+3 results associated with the second patient. Quality control (qc) recovered within the customer's established ranges and system checks passed within published performance specifications, before and after the event. The sample was plasma, collected in a becton dickinson three (3) ml lithium heparin tube with gel. The sample was centrifuged for six (6) minutes at 6000 revolutions per minute (rpm). The customer did not provide the temperature at which the sample was centrifuged. No sample integrity issues were noted by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.